Event description:
Information received by medtronic indicated that the customer reported pump error 54. Troubleshooting was performed and found that the customer was able to clear the alarm and the pump completed the rewind successfully. The customer will discontinue using the pump and the pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit passed the self test and displacement test. No pump error 54 alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed two pump error 53 due to hardware error found on (B)(6) 2023 at 04:27:34.00 and 05:01:36.00. The formatted history file confirmed pump error 53 alarm (line number (B)(4) file number (B)(4) ; line number (B)(4) file number (B)(4) due to an exception on the main mcu. Pump was cut open and found dried insulin in the motor slide and evidence of moisture damage on the pcba 1, pcba 2 and force sensor during visual inspection. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, battery tube threads - cracked, cracked case (battery tube). In summary, customers alleged pump error 53 was confirmed through the pump history download due to a hardware error on the main mcu. Pump error 54 was not observed during analysis. Pump error 54 alarm was not confirmed. Pump exposed to moisture confirmed on pcba 1, pcba 2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.